Event description:
The surgeon attempted to insert the matrix neuro screw into the patient¿s bone, but the lower part of screw head was broken. The broken fragment was removed, and so there was no residue in patient¿s body. No further information was available at the time of this report. This is report 2 of 2 for (B)(4)

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history report revealed no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This device was used for treatment and not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6).

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation of the complained screws shows that both tips are indeed badly deformed due to mechanical overloading. It is likely that the presented tips broke according to a ductile forced fracture during insertion. A reason for an intra-operative failure for the matrixneuro screw could be insertion of the screw in an exceptional hard bone without pre-drilling. The manufacturing records were reviewed and no complaint related issues for this article and lot no. Were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.